Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned via fedex inside its original container jar filled with a clear unknown solution. Upon opening the jar, multiple, small, blue particulates were found inside the jar. The serial number tag remained loose in the jar. All leaflets were flexible and intact; no tears or damages were found. Leaflets l1 and l3 were in the closed position with leaflet l2 with a small gap. All commissures were intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was removed from the jar to be loaded, serial number confirmed, and immersed into the saline solution; however, a blue-black dirt was observed in the solution. The valve was transferred to a new saline solution, and the blue-black debris appeared again. It was determined that suture debris was on the tag marked with the serial number, therefore, the product was confirmed to be contaminated. Subsequently, a new valve and delivery catheter system were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.